Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: how was the post-op bleeding addressed? What is the current patient status? Post op bleeding was resolved endoscopically and patient is doing fine.

Event description:
It was reported that during a laparoscopic gastric bypass, during the gastric to jejunum anastomosis, after firing the stapler, with a blue reload, no buttressing, the doctor noticed more bleeding than usual. The doctor used clips to control bleeding. No blood products were needed. The patient presented with a post-op bleed.